Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: I would like an intervention on our g5 "bio6843" s/n 1750 ventilator, located in intensive care. Problem noted: "o2 100%" button malfunctions, takes a long time to activate.

Event description:
Hamilton medical ag received the following incident description: I would like an intervention on our g5 "bio6843" s/n (B)(6) ventilator, located in intensive care. Problem noted: "o2 100%" button malfunctions, takes a long time to activate.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Please note that the previous narrative above needs to be corrected: the device in question was a hamilton-g5 (k193228, brand name: hamilton-g5; version / model / catalog number: 159001) which was distributed in the united states. Corresponding fields were updated. Updated fields: b4, d1, d2a, d4, g4, g6, h2, h4, h11.